Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the reported issue. The error/fault was confirmed in the error logs. The suj was tested on an in-house system and failed the wrist encoder test. No damage was found near the encoder harness connector area or connector pin.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected an error 23103 pointing to the universal surgical manipulator 4(usm). Prior to calling the customer, the customer tried to recover from the fault by the error persisted. A reboot also didn't solve the issue. An intuitive surgical, inc. (Isi) technical service engineer (tse) informed the customer that the only possibility was to move the usm out of the operation field and deactivate it and use the system with three arms. The procedure was completed as planned with no patient harm and with a delay of less than 15 minutes. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the system reflected an error 23103 pointing to the usm 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.